Manufacturer narrative:
(B)(4). Date sent: 1/5/2018. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information: the device was used as a camera port, and not used for the forceps. 10mm flexible endoscope was used. The broken piece was a part of black cone seal. Additional information was requested and the following was obtained: can you please confirm if the patient currently remains hospitalized as a result of the event? Or is the patient's hospitalization what typically would be done for this surgical procedure? What is the current patient status? The patient was discharged from the hospital on (B)(6) 2017, just as planned. Per photographic evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, the universal seal appears to be damaged. The seal appears to be separated and loose. However, it appears the seal is torn but complete as no material loss can be observed. No definitive conclusion could be reached as the device was not returned for analysis.

Event description:
It was reported that during a laparoscopic hysterectomy, it was found that the one of the 4 valves was damaged and the broken piece was found inside the patient. The fallen piece was removed from the patient. Another device was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the 2h12lp device was returned with the seal damaged and torn; the universal seal was returned disassembled and inside a petri dish. Upon evaluation of the device, the seal was confirmed to be damaged. It have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force. In addition, seals had no missing parts. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.